Event description:
It was reported in a literature article, that a retrospective study was done of 127 patients with low-energy vertebral fractures. 127 patients were included who received treatment at 138 vertebral levels. It was reported that 43 patients experienced asymptomatic cement leakage. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.